Manufacturer narrative:
Device analysis: the returned device consisted of a watchman flx delivery system with the implant detached, and blood in the device. Inspection of the device found numerous kinks in the sheath. Microscopic examination revealed tip damage as the tri-cuts were flared, and abrasions were within the sheath tip. Device functionality was carried out by re-attaching the implant to the core wire. The implant screwed onto the core wire tip easily, and without resistance. There were no tactile difficulties threading or unthreading the implant to its limit and the act of threading and unthreading the implant was smooth throughout the thread mesh. Tensile force was applied to the implant, and the threads provided secure attachment between the core wire and the implant as evidenced through loads high enough to alter the shape of the implant. The implant released from the core wire after five full rotations. A photo attached to the complaint record depicts the watchman flx delivery system with the implant in the sheath and cannot be used to confirm the reported event. Product analysis could not confirm the reported event as clinical circumstances could not be replicated. (B)(6).

Event description:
It was reported that the closure device became detached from the core wire of the delivery system. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) and a 35mm watchman flx laa closure device & delivery system (wds) were selected to be used. The physician positioned the was in the laa of the patient and then inserted the wds. The closure device was deployed in the patient but became detached from core wire of the delivery system. The physician advanced the core wire and screwed the closure device back onto the wire. The wds was then removed from the patient and a new wds was then used to successfully complete the procedure. There were no patient complications that were reported to have occurred as a result of this event.

Event description:
It was reported that the closure device became detached from the core wire of the delivery system. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) and a 35mm watchman flx laa closure device & delivery system (wds) were selected to be used. The physician positioned the was in the laa of the patient and then inserted the wds. The closure device was deployed in the patient but became detached from core wire of the delivery system. The physician advanced the core wire and screwed the closure device back onto the wire. The wds was then removed from the patient and a new wds was then used to successfully complete the procedure. There were no patient complications that were reported to have occurred as a result of this event.

Manufacturer narrative:
Sec e1: initial reporter phone: (B)(6).